Manufacturer narrative:
This report is based on information provided by philips authorized service provider (asp) and has been investigated by the philips complaint handling team. Philips received a complaint on the mrx defibrillator indicating the external paddle was damaged due to a fall. The device was evaluated by the asp and found it had a damaged outer casing of the blade/paddle. The asp was able to repair the paddle. The device passed all tests and was returned to service. Based on the information available and the evaluation conducted, the cause of the reported problem was a damaged paddle. The problem was confirmed. The device was repaired and returned to service. No further actions are needed. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. (B)(6) .

Event description:
It was reported to philips that the heartstart mrx device exhibited damaged external paddles. There was no reported patient involvement.